Event description:
It was reported that the patient underwent a decompression. It was reported that the pituitary broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior dynamic jaw is broken at the jaw pivot pin hole. The location, and amount of force required in order induce fracture is consistent with application of excessive force. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.